Event description:
During follow-up, oversensing was observed due to noise on the right ventricular (rv) lead caused by insulation damage. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes were observed on the right ventricular (rv) lead. The issue was resolved by replacing the rv lead. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.